Event description:
It was reported that "the clip could not be properly positioned during the procedure." Additional information not provided at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the clip could not be properly positioned during the procedure." Additional information not provided at the time of this report.

Manufacturer narrative:
(B)(4). Upon review of the investigation report for the returned sample, it was determined that the event does not meet the criteria for reportability. Therefore, the initial MDR submitted on 20 march 2026 should be retracted. Other remarks: n/a. Corrected data: n/a.